Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that reservoir had no delivery alerts. Customer's blood glucose level was 300 mg/dl. Customer stated insulin pump had multiple no delivery alerts. Customer stated several times to report the issue but the problem not been resolved. Customer stated insulin flow block get resolved by removing the reservoir and putting back. Customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The device will not be returned for analysis.